Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3, h4 the device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. The event can be detected/prevented by following the applicable chapters in the instructions for use: chapter 3 preparation and inspection chapter 5 troubleshooting should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional info.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope was displaying an e231 error during setup/inspection prior to clinical use. There was no patient injury or medical intervention associated with this event.